Event description:
It was reported that surgeon was having difficulty using midas rex pneumatic drill bit/attachment. Attachment and bit got very hot to the point they started to smoke. Attachment and bit appeared to get burnt. Due to the heat the bit started to bend. No patient impact was reported.

Manufacturer narrative:
H3: product analysis (pli20-pss unknown att): no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Product analysis (pli10-mr8-f2/ta23): no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m r8-f2/7ta23, serial/lot#: (B)(6), ubd: 14-nov-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.